Event description:
Additional information indicated that the patient underwent a surgical intervention due to pain at the anchor site.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-00681. It was reported that the patient had a surgical intervention on (B)(6) 2021 wherein the anchors were repositioned deeper into the patient.